Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The detection method is described in the operation manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed confirmed. The air/water supply was found to pass the capacity requirements. In addition to the findings reported already in b5, the device evaluation found cracks on both sides of the bending section cover glue, there were scratches and deep dents on the distal end insulation cover and distal end plastic cover, there were scratches on the control body, grip and scope cover, the up angulation was low, there was play on the control knob movements and all the labels were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported there were ¿no air bubbles¿ when the air/water button on the evis exera ii gastrointestinal videoscope during an upper endoscopy. It is unknown if the procedure was therapeutic or diagnostic. The customer reported that the failure did not affect the outcome of the procedure. No other devices were connected to the subject device. The procedure was completed with a similar device. There during testing and inspection of the returned device, the air/water nozzle was found to be clogged. Were no reports of patient harm or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.